Event description:
This report is based on information provided by philips remote service engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen was not making the correct selections and was out of calibration. There was no reported patient involvement, therefore no health consequences or impact.